Event description:
It was reported that an asymptomatic patient came in for a follow up and post-paced t-wave oversensing was observed via stored egm. Programming changes were made. No further issues were reported. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.